Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:strip issue. Manufacturer contacted customer within 24 hours phone call for knowing customer's condition; customer reported was admitted in the hospital on (B)(6) 2016; customer reported glucose levels of 599mg/dl upon arrival;customer treated with IV fluids and 10 units fast acting insulin;customer released at 3am with glucose level lowered on 291mg/dl. Customer's condition improved from the time initial call.

Event description:
Customer complains of hi results (more than 600mg/dl).customer states that feels well and requires no medical attention. The customer's expected blood result is 220mg/dl-250mg/dl fasting. Verified the strips expire 1/29/2019. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 566mg/dl and 551mg/dl not fasting. Reviewed meter memory (B)(6). Customer stated that he administered 30 units of novalog fast acting insulin, then retested minutes later and the meter displayed "hi". The customer then administered 40 additional units of novalog. Customer verified that does not feel any symptoms related to extremely high blood glucose levels. Ran two blood test- meter displayed 566mg/dl and 551 mg/dl. Customer declined control test and the time/date in the meter's memory has not been set to properly reflect the correct time/date. Customer was advised to seek immediate medical attention.